Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of bacteremia could not be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the report of implantable cardioverter-defibrillator (ICD) endocarditis, embolic phenomena, and mycotic aneurysms could not conclusively be determined through this evaluation. The account communicated that the patient presented with methicillin-sensitive staphylococcus aureus (mssa) bacteremia, ICD endocarditis, embolic phenomena, and mycotic aneurysms. Intravenous (IV) antibiotic therapy was initiated. According to the account, the findings of a cat (computed aided tomography) scan performed on (B)(6) 2019 were concerning for small parenchymal hemorrhages related to embolic phenomena. Specifically, a mycotic aneurysm associated with the hemorrhages required interventional sealing with glue. The patient remains ongoing on the heartmate 3 lvas. The hm 3 lvas instructions for use (IFU) lists localized infection, venous thromboembolism, arterial non-central nervous system thromboembolism, bleeding, and stroke as adverse events that may be associated with the use of the hm 3 lvas. This IFU provides information regarding the recommended anticoagulation therapy and inr range. Additionally, the hm3 lvas IFU and patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A user facility report #3601800000-2019-8073 for the event was received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with methicillin-sensitive staphylococcus aureus (mssa) bacteremia, implantable cardioverter-defibrillator (ICD) endocarditis, embolic phenomena, and mycotic aneurysms 6 months into left ventricular assist device (lvad) therapy. ICD was not removed at this time in pursuit of antibiotic infusion therapy. Mycotic aneurysm resulted in two separate areas of intracranial bleed and required interventional sealing with glue. Anticoagulation and antiplatelet therapies were held for the time being. The patient had no focal deficits as a result of the intracerebral hemorrhage. Brain cat scan on (B)(6) 2019 revealed 1.2 cm ovoid hyperdensity in the left occipital pole and punctate hyperdensity in the left inferior insula. Findings are most concerning for small parenchymal hemorrhages related to embolic phenomena given the history of endocarditis and bacteremia. No additional information was provided.